Event description:
While using a byte night aligners, patient reported that they are experiencing their jaw shifts when they bite down. It is uncomfortable and prevents them from chewing on their left side. They did not have this issue prior to the byte treatment. They also feel that they are at a standstill in moving their teeth with the aligners, they have been using the aligners for three years and can't see how their treatment can be completed. They also reported that their dentist is concerned about their bite and suggested that they see an orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.